Event description:
"S/p b submusc infra 255cc surgitek gels for augmentation. Denies h/o trauma or decrease in size but r developed some firmness/yr post-op which responded to massage. Pt's main c/o is systemic sx's starting shortly after sx - these include arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, visual disturb, memory loss, hair thinning, rashes, sen sun/cold, sob, tightening of skin on throat, wgt gain, gi/gu disturb, and easy bruising. Pt is otherwise healthy."